Event description:
I had cool sculpting of my abdominal area and under my chin on (B)(6) 2017 and (B)(6) 2017. I have since had large, hard fat growths develop across my abdominal area and under my chin. The fat growths became so large I have had to had surgery to remove them. I had my chin growth removed in (B)(6) 2022 and I am scheduled to have my abdominal growths removed this coming (B)(6). The chin surgery cost me over (B)(6) and the abdominal surgery will cost over (B)(6). My surgeon called my condition adipose hyperplasia from coolsculpting. He said it is supposed to be rare but he has treated a lot of women for it. I was not told this was a possibility of occurence when I had the coolsculpting and I regret getting it. It has been a costly decision. Reference report: mw5117041.